Event description:
It was reported that patient underwent hip procedure on (B)(6), 2010. During the procedure, the locking ring came out of the cup before the surgeon began impacting it into the acetabulum. The surgeon put the ring back in, and inserted the cup and liner. The liner and ring came out during trailing. The decision was made to use a different cup and liner and the surgery was completed, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under "warnings", it states, "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure". Dimensional evaluation found component to be within appropriate design specification. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.